Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a recoverable fault 23017 occurred on the patient side manipulator (psm) 3 axis 2. The fault was recovered by pressing ¿recover¿. The customer did not use the 3rd arm for the procedure because the procedure was scheduled as a two arm procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: upon powering on the system, the system functionality was checked and there was no error found. There was no external interference (e.g. Arms hitting one another, collision/interference with or equipment, etc.) The customer was able to recover the recoverable fault 23017 on the psm 3 during the procedure, but it kept appearing for multiple times. Non-intuitive motion was not observed. The procedure was completed robotically with no report of patient injury. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Upon verification, the customer stated that error 23017 occurred on the patient side manipulator (psm) 3 during a procedure and they tried to recover fault. While troubleshooting, an isi field service engineer (fse) found error 23017 occurred several times while moving the psm3. The fse replaced the psm 3 and there were no other issues. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the reported failure ¿error 23017/ axis 2¿ as having occurred via field error logs. However, the issue could not be reproduced. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The axis 2 motor will be replaced as a precaution. Additional findings during evaluation included a crack in the link 2 wiring support tube. The axis 4 pot flat flex cable (ffc) was found to be damaged and the link 3 ground straps were loose. The link 4 lower pulley assembly was chipped. Looseness was found to the ffc's within the link 5 rolling loop assembly. The link 6 top switch assembly was found to be cracked. There was at least one cosmetic defect found during evaluation that will require touch-up painting. All defective parts mentioned will be replaced along with the axis 2 motor cable, j19 and j20 ffc's to accommodate this repair. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the remotefe procedure log showed the site performed this myomectomy surgical procedure on (B)(6) 2022 with system usg922. A review of the system log for the system usg922 associated with this event has been performed by an isi regulatory post market surveillance analyst. The following additional information was provided: the procedure went on for about 4 hours and was completed as is with arm errors. This event is being reported because a patient side manipulator (psm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.